Event description:
The customer contact reported an operator error in programming the device, which resulted in the patient receiving more medication than intended. On an unspecified date and time, the device was programmed to deliver morphine with a concentration of 0.5mg/ml instead of the intended concentration of 5mg/ml, in the continuous mode. No further programming parameters were provided. After an unspecified length of time, the patient "went into respiratory distress." The patient was treated with an unspecified amount of narcan and was transferred to the critical care unit for respiratory monitoring. Though requested, no additional information was provided including patient's outcome.

Manufacturer narrative:
The device was not isolated or identified by serial number; therefore, it will not be returned for investigation.